Event description:
The customer stated that the cell dyn sapphire analyzer generated falsely decreased wbc results on one patient. Sid (B)(6) on (B)(6) 2014 wbc = 9.23 / 8.29 with flags on the differentials. Manual blood smear was made and reviewed on (B)(6) 2014 with an estimated wbc count of 50u/l. Patient sample was repeated on (B)(6) 2014 and the wbc = 51.7 / repeated = 52.2 with flags on the differentials. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of product historical data, and a review of labeling. There were no customer returns available. Falsely decreased wbc results were observed with flags on the differentials. Both first and second runs displayed an invalid flag for lymphocytes and a suspect flag for neutrophils. Per the labeling review the cell dyn sapphire operator's manual, the data flags notify the operator that results for any or all parameters do not meet acceptance criteria or cannot be displayed. They alert the operator to data conditions requiring further examination. The results should have been verified using a microscope. The customer reported that the wbc dilution cups appeared splattered with blood as if a clot had been pulled over them at some stage earlier. The dilution cups were cleaned with bleach and deionized water which resolved the issue. A review of the service history for the cell-dyn sapphire, serial number (B)(4), found no tickets related to this issue. Based on the results of this investigation, there is no indication of a malfunction or deficiency of the cell-dyn sapphire instrument.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.